Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be fractured and missing a segment of approximately 5mm x 4mm; additionally, the tip was found to be deformed and cracked. No definitive root cause was able to be determined; however, the failure mode is likely contributable to the application of excessive force/rough handling over 11 years in the field. The returned 4.0mm cannulated hexagonal screwdriver is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system, the returned driver is one of four instruments intended for screw insertion. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Similar failures of this device have been addressed in a design change order, which addressed the issue of tip breakage by changing the shaft material from 440a to custom 465. This change was intended to result in a more desirable failure mode (stripping vs shear). The returned product was manufactured after the design changes. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4), assembly - manufacturing date: august 18, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated hexagonal screwdriver was found in a drawer with a broken tip. There was no reported procedure or patient involvement. This report is 1 of 1 for (B)(4).